Manufacturer narrative:
The reported complaint of bluetooth (ble) telemetry drop during the implant session is confirmed. Based on the information provided, it was due to the device being moved away from the programmer and implanted in the patient causing the ble signal drop resulting in multiple reconnections. After magnet placement, the programmer connected to the device successfully. The disconnections that occurred afterwards were due to the user placing the magnet on the device during an ongoing session which is as per the assert magnet event handling design.

Event description:
It was reported that the device lost bluetooth (ble) telemetry prior to being implanted. The ble was restored by reinterrogation and the device implanted successfully. The patient was in stable condition.